Event description:
According to the information received, a male patient received injections of teosyal ultra deep in the chin and cheeks (rc/2209089), teosyal puresense redensity 2 in the under-eye area (rc/2209121), and teosyal rha 4 in the naso-labial folds (rc/2209122). These products were injected in several sessions separated by an interval of 3 to 4 months; exact dates unknown. The patient's medical history includes hypercholesterolemia and diabetes, both treated with oral medications. Approximately 4 months since the last injection session, exact date unknown, the patient developed lumps along with a generalised face swelling especially in the right under-eye and the in right medial cheek. He was examined by the injector, who palpated firm to hard and erythematous lumps in the filler injected areas. As treatment, the injector started with a first use of hyaluronidase (1500 iu) and gave the patient oral antibiotics (ciprofloxacin 500 mg bid for 7 days), steroids (40 mg), and anti-histamines. Four (4) days later, he used hyaluronidase a 2nd time, at which point the adverse reaction was reduced by 70%. The oral medication regimen was continued for 3 weeks. At that point, the patient's serum sugar was increasing so the injector decided to taper down the steroids were tapered down. Further, the injector used hyaluronidase a 3rd time and 4th time, and prescribed the patient another round of antibiotics and colchicine. The injector reported that these latest hyaluronidase uses resulted in minimal improvement, and that the reaction had been ongoing for about 2 months. Since he requested medical assistance, a medical expert was mandated on this case. The expert recommended treatment was to re-do oral steroids (1mg/kg during 3 weeks then 0.5mg for 2 weeks then 0.25 for one week) with the supervision of the patient's general practitioner. The expert also suggested doing an ultrasound study since it would give some information about the nodules' location to help deliver hyaluronidase more precisely if and when it is used again. Despite reminders, no further details could be obtained about exact dates of injections, event onset, dates and dosage of treatments, potential diagnosis of the reaction, any new treatments done and updates in the patient's evolution. Based on information received on 23-sep-2022, on the severity and the ongoing nature of this adverse reaction despite medical treatment, this case was assessed as reportable to the united arab emirates' health authorities.

Manufacturer narrative:
Delayed inflammatory reactions that manifest as oedema, erythema and nodules are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.